Event description:
It was reported that a patient underwent a vaginal delivery on (B)(6) 2023, and suture was used. On the 11th day post-op, the doctor found that the suture was not well absorbed. The patient had poor wound healing. The doctor immediately removed the suture and improved after changing the dressing. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 4/26/2023. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name: irgacare®. Active ingredient(s)? Triclosan. Dosage form ?suture/solid/parenteral strength? = 275 g/m. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested but unavailable: were there any alleged deficiencies noted with the device that could have contributed to the patient¿s post-operative complications as mentioned in the event description? Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; drainage)? If so, please specify. There was a prescription for steroids or antibiotics for the patient's recovery? If yes, please provide medication name, route and dose.